Manufacturer narrative:
Corrected section: weight changed unit to lbs. Trackwise # (B)(4). The device was returned on 7/02/2019 for evaluation. An investigation was conducted on 10/23/2019. A visual inspection was conducted. The device was returned outside the sterile plastic barrier. The plastic tray was also not returned, however the brown black strand of hair was observed on near the cannula. No other visual defects were observed. Based on the returned condition of the device, the reported failure "packaging issue" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, human hair seen in the hard plastic packaging. A replacement device was used to complete the procedure. The hospital did not report any patient effects

Manufacturer narrative:
Trackwise ID: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, human hair seen in the hard plastic packaging. A replacement device was used to complete the procedure. The hospital did not report any patient effects.